Manufacturer narrative:
This report is filed on november 25, 2016. Implanted device remains.

Event description:
It was reported that the patient experienced a magnet dislodgement, revision surgery is planned but has not taken place as of the date of this report, november 25, 2016.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016, to reposition the internal magnet. The implanted device remains insitu. This report is submitted (B)(6) 2017.